Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: 507658, implantable pacing lead; implant: (B)(6) 2014. (B)(4).

Event description:
It was reported that oversensing artifact was noticed during pocket closure, possibly due to a loose connection. The pocket was re-opened and the physician reinserted the right atrial (ra) lead connector into the implantable pulse generator (ipg) header and tightened. No oversensing noted afterward. The device and lead remain in use. No patient complications have been reported as a result of this event.